Manufacturer narrative:
Device evaluation summary: the device was inspected and visual analysis revealed that the hemostatic valve appeared dislodged inside of the hub. The brim cap and friction ring remain intact. Due to this condition, the vizigo sheath was occluded and unable to be advance through the end of the sheath. A manufacturing record evaluation was performed for the finished device, and no internal action related to the complaint was found during the review. The customer complaint was confirmed. The root cause of the hemostatic valve dislodged cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a hemostatic valve separation issue occurred. During the procedure, the hemostatic valve on the carto vizigo¿ 8.5f bi-directional guiding sheath - small broke and there was bleed back (less than 10ml) when attempting to get venous access. The valve did not break into two or more separate pieces. The valve did not become detached from the sheath. The sheath was exchanged for a competitor¿s sheath to continue the case. Air did not enter the patient¿s body. No medical/surgical intervention was required to stop the bleeding. Hemodynamics was not compromised. Since there is no indication that the bleeding led to hemodynamics disruption or required intervention, this event was assessed as not a patient event but as a product malfunction. Should additional information become available, this record may be revised. The reported issue was assessed as a MDR reportable hemostatic valve separation issue. The biosense webster, inc. Product analysis lab received the device for evaluation and noted that the device was returned in the condition reported as the hemostatic valve was dislodged inside the hub. Therefore, the reportability remains assessed as a MDR reportable issue.